Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8 2008 [to mfrs and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 07/16/2008, abbott point of care was contacted by a customer who reported at 21:44 an I-stat cardiac troponin I cartridge yielded a result of 1.16 ng/ml. Same sample run on a different I-stat 1 analyzer at 22:14 using an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml. New sample collected, sent to the laboratory at 812:01 yielded a result of <0.02 ng/ml. Bd lithium heparin tube used, lot number unk.